Manufacturer narrative:
The customer would not provide any further data and did not report any further issues. It was noted the customer may not have used the recommended rack adaptors when the specimens were tested. Due to lack of information the investigation was unable to determine a root cause.

Event description:
The customer complained of questionable estradiol and hcg results on two patient samples. Units of measure for the results were requested but not provided. Patient 1 had an initial estradiol result of 1928. Patient 2 had an initial hcg result of < 1. The results were reported outside the laboratory and queried by the medical staff. Repeat testing for patient 1 was performed on (B)(6) 2013 with an estradiol result of 7971. Repeat testing for patient 2 was performed on (B)(6) 2013 with an hcg of 1106. All results were from the primary tubes. The customer has had no further incidents. Information regarding adverse events was requested but not provided. There were no allegations of adverse events. The specific reagents involved, lot numbers, and expiration dates were requested but not provided.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
Update: patient 2 was a female with a date of birth of (B)(6) 1981. There was no death, injury, illness, or deterioration in health due to the erroneous results. The date received by the manufacturer was (B)(4) 2013.